Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the surgeon increased the poly thickness on the left knee because it was a little unstable.